Event description:
Reporter indicated that the site's (B)(4) x5 handheld computer screen became frozen at interrogation successful screen. The event was resolved with a soft reset but the site wanted a replacement anyway. The device was returned and analysis was completed. The screen freeze issue was not confirmed but it is a known event when using a (B)(4) x5 handheld in combination with version 7.1 software.